Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed white silicone foreign material came out of the device. Investigations into this material confirm the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and similar products. If the customer used them, there is risk that foreign material remained in the channel even if reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the event was unable to be identified, however, it is likely the event occurred because the device was not reprocessed/used in accordance with the IFU. The legal manufacturer confirmed reprocessing was not conducted in accordance with the IFU. The following is included in the instructions for use: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet channel (j-tube) and the light guide lens. As a result of clogging in j-tube in control unit, water cannot be supplied. There was no patient involvement.